Manufacturer narrative:
The level 1 hotline low flow system was returned for the investigation of failure to alarm. Upon receiving the product, no previous repairs were noted. There was a worn line cord and drain fitting as well as a cracked tank cover. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. To investigate the reported event, a visual inspection was performed, then the tank was filled with water. The temp check was attached, the line cord was plugged, and the power switch was turned on. All of the alarms sounded when triggered contrary to the customer complaint. Cause of the reported event could not be determined. The cracked tank cover, worn line cord and drain fitting were replaced for preventative maintenance. No further actions required.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was not alarming. The issue was discovered during routine preventative maintenance and there no patient involvement.